Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot complete functional testing) has been confirmed. Upon investigation, the distribution node (dn) to rear therapy electrode cable was pulled from the strain relief, damaging the trunk cable connector j702 on the distribution node (dn) pca and all the wires in the cable. In addition, the cable connecting ECG "a", ECG "b", and the front te was also pulled from the dn strain relief. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete functional testing.